Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 22, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint sample consisted of a syringe with about ca 0,2ml remaining solution of healon. The cannula provided is from the customer. In total there was nothing in the complaint sample which could explain the particle observed in the film, and the narrative also states that the particle was not collected for complaint investigation. A video of the surgery provided: from the video the suspected hair strand appeared to be of cellulose origin and not hair, but the reported device problem code of foreign material loose is confirmed. If the fiber is a part of a hair strand cannot be conducted from the video and neither if it has to do with any local contamination. Manufacturing record review: the manufacturing process record was evaluated and no deviations or non-conformance report (nr) was found/initiated during the manufacturing process. All devices meet material, assembly, and performance specifications at the time of product release. A search in complaint system found no related complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, the healon pro is not an implanted product. If explanted, give date: not applicable, the healon pro is not an implanted product. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material, which looked like a hair was expelled from the healon and entered the patient's eye during the procedure. The foreign material was removed from the eye during the same procedure. There was no patient injury reported. The foreign particle was not collected for complaint investigation. No further information was reported.